Event description:
Per the inf provided to co by the physicians office, the device was removed due to "fluid loss." Per the inf given to co, the entire device was removed and replaced with the same model, produced by the same MFR.